Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : updated due to re-open 15 sept 2020- due to the receipt of ppf and medical records. There is no new additional information that would affect the existing MDR decision. The devices associated with this report were not returned. A previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. No code available (3191) is used to capture surgical intervention.

Event description:
Ppf alleges metal wear, metallosis and evelated metal ions, however elevated metal ion was already reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative:   UDI: (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017: litigation received. Litigation alleges severe pain, discomfort and blood test confirmed that she suffered from abnormally high levels of cobalt chromium. There is no medical records and laboratory values provided.